Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst also noted: there were no anomalies observed regarding the returned lead. An in-vivo insulation breach or conductor fracture was not observed during analysis. Implant or explant damage was not observed.all electrical testing was within specified parameters. The lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counter (sic) went up to 5839 within seven days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high sensing integrity counter (sic) and unstable sensing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.